Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a positive test result on (B)(6) 2022 (cartridge sn (B)(4), lot #21795c, reader sn (B)(4). Customer performed mako luminate health covid-19 rt-qpcr test within an hour of the cue test and received a negative pcr result. Customer also received subsequent negative results from cue covid-19 test cartridge pack, home & otc.